Event description:
My dexcom products have been grossly inaccurate leading to significant problems with treating my diabetes. I've had the product be as much off as 100 points from my blood glucose tests and it has significantly reduced ability to safely and effectively treat my diabetes symptoms.